Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device, and right ventricular (rv) lead exhibited pacing inhibition due to an over-sensed p-wave. No asystole was seen. A technical service (ts) consultant was contacted and provided recommendations for adjusting the sensitivity and performing dft testing. Device reprogrammed sensitivity to 0.9 mv agc. Ts discussed any risk potential for these adjustments. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the physician will monitor the patient closely. Confirmed dft testing was not completed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.